Manufacturer narrative:
Analysis of programming history (if applicable).

Event description:
While reviewing the patient's programming history in the manufacturer's programming history database it was seen that the patient came into an appointment and was set to unintentional settings. At the previous appointment the patient had diagnostics run with no final interrogation. It is unclear if an incomplete diagnostics that day resulted in the setting change or if the patient may have been programming to that by another programming system not in the manufacturer's programming history database. The patient's settings were adjusted at the appointment that the setting change was seen.